Manufacturer narrative:
A correlation between the device and the reported gastrointestinal bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. The patient remains on vad support. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.

Manufacturer narrative:
This report addresses the gi bleeding with hemorrhagic shock event. The referenced past medical history post-implant of stroke and multiple gi bleeding events, including a pump exchange due to suspected pump thrombus was reported under medwatch MFR report . Device unique identifier (UDI) #: (B)(4). Approximate age of device - 36 days. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is complete.

Event description:
The patient was initially implanted with a left ventricular assist device (lvad) on (B)(6) 2014 and underwent a pump exchange on (B)(6) 2016 due to suspected thrombus. It was reported that the patient¿s post implant course has been complicated by a stroke in (B)(6) 2014 with residual left-sided deficits requiring full time care givers. After the pump exchange on (B)(6) 2016, the patient experienced gi bleeding with arteriovenous malformations suspected. The patient was admitted from (B)(6) 2016 to (B)(6) 2016 with hemorrhagic shock due to gi bleeding. Changes to the patient's anticoagulation regimen included discontinuing aspirin therapy and initiating clopidogrel. The patient is also being treated with thalidomide. No additional information regarding the gi bleeding was provided.